Manufacturer narrative:
A service technician vistied the site and found one of the four treatment locations was delivering higher than expected power. The region of interest (roi) #4 was out of position and needed ot be corrected. Roi misalignment was caused by excessive handpiece movement.

Event description:
Pt had a histamine reaction of bumps after treatment on (B)(6) 2023 on one side of her face, blistering occurred as well. Photos unretrievable but patient spoke with doctor and was prescribed hydrocortisone cream and oral antibiotic.